Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system square link plunger was damaged. A field service engineer (fse) found half height cubie drawer did not popped open, so replaced the square link plunger to resolve the issue. The device was successfully recovered and inventoried previously failed items. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 2e048 pyxis not 57 had a failed drawer that could not be recovered by the technician. Additionally, 2e048 does not appeared as a selectable machine on the support site. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.